Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 4/4/2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. The following information was requested, but unavailable: could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information.: contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. What is the lot number & product code?: unk. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2023 and suture was used. During the hysterectomy procedure, it was reported that the suture was broken when the surgeon attempted to sew the tissue. The customer feedback that the suture broke easily when it was pulled slightly. Changed another one to complete the surgery. There were no adverse consequences to the patient. Additional information was requested.